Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that over the weekend they almost went to the ER because they believed the bladder stimulator went off and sent zaps up and down their body to the point where they still felt burning in their bones and below their knee. Patient stated their legs hurt and they felt like they were on fire. Patient stated they turned the stimulation all the way down and then figured out how to turn the stimulation off. Patient asked why did the stimulation feel like it was on. Potential of residual stimulation was reviewed with the patient, but the patient was directed to follow-up with their healthcare provider to determine cause. Patient stated their healthcare provider was very busy and they didn't think they would be able to see them that day. No further complications were reported or anticipated.